Event description:
During a laparoscopic cholecystectomy, when attempts were made to apply clip on a cystic artery, no clip fired from the applier and because of the shearing motion, the artery was damaged. The procedure was converted to an open procedure and the artery was repaired and the pt was later discharged with no further incident. The MFR was notified of the malfunction on form 3500a and the clip was removed from service and investigated by hosp's bio-medical engineering associates.